Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155936.

Event description:
Voluntary medwatch received states the right atrial lead was explanted due to an infection. No further patient consequences were reported.